Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2014-26456. The patient has a scs system which includes two leads from the same lot. It was reported the patient was experiencing a burning sensation at the ipg site to leads, neck and down his right leg. The patient reported he had experienced the sensation while charging and had been having this sensation since he rec'd the new charging system. The patient has had the system turned off for two weeks and has not felt the sensation. All impedances are normal. The patient was advised to turn the stimulation off for a few days and to charge with the stimulation turned off. In addition, a replacement charging system was sent to the patient. F/u info identified the replacement charging system did not resolve the issue. F/u is pending with the physician.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.